Event description:
The hospital reported that during endoscopic vein harvesting procedures, four short port btts were not holding air so the balloons would not remain inflated. Replacement units were used from accessory kits to complete the procedures. The hospital did not report any patient complications. The maquet territory manager replied on 09/09/2009, that she believed these were related to the black inflation valves dislodged causing the balloons to not remain inflated; however, the customer has not returned her calls to confirm or not confirm the speculation. Qa will code this as an MDR reportable event due to the territory manager's reply. Since it is unknown when the cases occurred, how many cases, how many failures occurred during each case and the lot numbers, all four will be tracking in one case. This report is for the first device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).